Manufacturer narrative:
No complaint was received with the return of this device; failure event observed during analysis. Final analysis found a partial lead measuring 13.3 cm with the connector pin returned for analysis. External insulation abrasion was noted from 12.5 cm to 13.3 cm from the connector pin, consistent with friction against another implantable device. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.